Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7 xb bisector forceps was bent. There was difficulty to advance the forceps out. The harvester decided to change to a new set and proceeded with the evh procedure. There was no harm as faulty device was discovered prior to the procedure.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/15/2022. An investigation was conducted on 09/21/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the device. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the bipolar jaws. The cutter blade was extended. A mechanical evaluation was conducted. The blue toggle was manipulated to extend and retract the cutter blade. The cutter blade would retract and extend. The cutter blade was observed to be bent in between the one bipolar jaw. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent blade" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 25158845 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch . Manufacturing process and the reported failure.

Event description:
N/a.